Event description:
Overdelivery reported. The pt was receiving an unspecified medication for pain, but had a large pain medication tolerance and was switched to dilaudid. Concentration of dilaudid being used was 1mg/dd. Initially the dose was set for 0.2mg/hr. Shortly thereafter it was increased to 0.3mg/hr on 6/12/99 during the night shift at 2 or 3 am. On 6/14 or 6/15, the pharmacy noticed an increased usage of the vials and questioned the amount being used. The customer believes that at some point (probably with the rate change mentioned above) the pump was programmed to a 0.3mg/cc concentration. No pump alarms were reported. No medical intervention was reported. No pt harm reported except that 2-3 days after the event, the pt pulled out of his lines (ng tube, g-tube, PICC line, etc.). They cannot be sure if this was a problem from the dilaudid overdelivery or if pt reaction to illness was causing the problem.